Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for an unrelated medical condition. During hospitalization, the patient manifested turbid effluent and diagnosed with peritonitis. The cause of the event, treatment details, and action taken with physioneal and extraneal therapies were not reported. At the time of this report, the patient is recovering. No additional information is available.